Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump did not deliver antibiotic medication despite the pump alarming for a complete infusion; the whole medication volume was still in the syringe. There was no patient injury, the infusion was a life sustaining medical treatment related to the patient's diagnosis. Another pump was used to complete the infusion.